Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer had seizure, so she tested his blood sugar with their contour next one meter and obtained a reading of 98 mg/dl at 1:10 p.m. The advocate gave 1 ml of glucagon injection to the customer and called an ambulance. By the time ambulance arrived, the customer's seizure had subdued, therefore, no further treatment was provided to the customer. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 8fpeg11a, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected contour next one meter and contour next test strips, and no manufacturing anomalies were found.